Event description:
The surgeon implanted a collamer lens model cc4204bf and tore upon insertion. The lens was implanted and removed without pt injury. The contact stated the cause of the lens damage was unk. It was indicated that the sfc-25 fp cartridge was used, but the lot number was unk. The contact could not recall the model and lot numbers of the cartridge and injector used during surgery.